Event description:
It is reported the event occurred in the intensive care unit. The insertion site was the right subclavian vein. The ICU intensivist was placing the central line, when he went to pull the guide wire out of three lumen central venous catheter, he felt a lot of resistance. He was uncomfortable with the situation and so he pulled the catheter out of the patient with the guide wire still inside of it. Once the catheter was out of the patient, he realized that the thin coiled wire that wraps around the outside of the guide wire had begun unraveling away from the center core wire. There was a section about four inches long that was hanging loose and was only attached to the rest of the guide wire by a stretched out portion of the thin outer wire. There was no second attempt to place the catheter. The peripheral IV's currently in place were used instead. It is reported that the patient developed a pneumothorax and a chest tube was inserted. There were no further complications, injury or death reported.

Manufacturer narrative:
(B)(4).